Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: (B)(4). Device evaluation could not be performed because the affected device was discarded by the user facility. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. No anomaly was found in the production records review. Referring to known similar events, it was presumed that stress generated with pushing, bending or rotational wire manipulation in attempts to cross the lesion had likely contributed to separation of the wire tip. The applied stress would localize and therefore exceed the product design limit when the wire tip was being caught and restricted its movement likely by the lesion. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that an asahi prowater (rinato) guide wire broke off during plain old balloon angioplasty (poba) to treat a 90% stenosis in the coronary artery. Before ballooning, intravascular ultrasound (ivus) was done to assess prior to stenting and it was noted the distal edge of prowater guide wire had dislodged into a small vessel at the very distal part of the high obtuse marginal branch (om1).the physician attempted to snare it but it went unsuccessful. After consulting with surgeon and peers, decision was made not to proceed with any intervention to remove the wire either endovascularly or surgically. The wire fragment was left in the patient. The patient did well without adverse effects associated with this event.